Event description:
During the surgery on (B)(6) 2025, the neurosurgeon connected this consumable to the equipment, which caused the main unit to go black. The same malfunction occurred repeatedly, which affected the surgical process and posed a significant risk. After replacing with the same model probe, it functioned normally.

Manufacturer narrative:
Initial: awaiting product return for device analysis. Followup 1 : analysis of the catheter : general appearance normal. Displays 0 mmhg on the monitor when exposed to air; same result on several monitors (pressio1 or pressio2). Zero reading recorded on 06/26/2025; no data in memory. If left connected for more than 80 seconds, it causes the first pressio2 monitor to shut down. On another pressio2 monitor, as soon as the catheter is connected and an attempt is made to view its history, the monitor shuts down and reboots until the catheter is disconnected. Once an error occurs on a monitor, reconnecting this catheter to the same monitor systematically triggers the same reboot failure within a few seconds. Analysis of the header data reveals the abnormal presence of 0 values differing from those expected on a compliant catheter. An investigation is currently underway to determine the root cause. Catheter traceability shows no abnormalities; the last functional test in production was performed on (B)(6) 2025 and was compliant. No further observations.

Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
During the surgery on (B)(6) 2025, the neurosurgeon connected this consumable to the equipment, which caused the main unit to go black. The same malfunction occurred repeatedly, which affected the surgical process and posed a significant risk. After replacing with the same model probe, it functioned normally.